Manufacturer narrative:
Tracking #.56984/a. H6; broken staple retainer. Proximate linear cutter-based on the info rec'd and the visual and functional results, it was concluded that the reported incident was due to the staple retainer broken off inside the cartridge which prevented the instrument from acheiving a full stroke. The instrument was rec'd with the cartridge loaded on the instrument and the staple retainer broken off inside the knife slot. The staple retainer was removed and the instrument was fired with the returned cartridge. It fired and foemed the remaining staples as designed. It should be noted that when removing the staple retainer, it should be removed in an upward position. If the retainer is twisted or torqued, it may cause the retainer to break.

Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported that the tlc55 did not complete a fire, which caused malformed staples that jammed. No further info available. There was no consequence to the pt.